Event description:
Customer's meter would only prompt the error 1 message. They have been unable to obtain a blood glucose reading and is currently on the insulin pump. Customer reported feeling frustrated and symptoms of high blood glucose levels. No medical care beyond home treatment was received. No adverse event or serious injury occurred. Ccr walked customer through changing the batteries and meter still would not respond. The "error 1" message would not clear even after troubleshooting. Ccr replaced meter due to an unresolved issue.